Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Functional testing was precluded due to the observed damage. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4). Results pending device evaluation.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a vats wedge, the surgeon inserted the 15mm thoracoport and first one cracked. Second port site he inserted a 15mm thoracoport and went in fine. When he inserted the lung grasper and articulated it to grasp lung it broke the thoracoport. The surgeon retrieved the two broke pieces and removed the thoracoports to finish the case. There was no patient injury. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. A device component fell into the cavity and was removed with a grasper. Thoracoport cracked on insertion and the second port broke when instrument was inserted and articulated.